Event description:
(B)(4). Same case as: 2134265-2011-01636 it was reported that post a coronary stenting treatment procedure the patient experienced myocardial infarction. Lesion 1 was located in the distal right coronary artery (rca). The lesion was 95% stenosed, 2.75mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During this index procedure, source notes indicated that "a 0.014 kinetix guide wire was advanced into the distal rca across the stenosis. Another kinetix guide wire and a non-bsc device were advanced, but it was unable to cross through the posterior descending coronary artery. During the placement of the 2.5x20mm taxus liberte stent in the distal rca, a side branch became occluded. No intervention was performed. Timi flow of the side branch pre and post procedure was 1. Lesion 2 was located in the proximal rca. The lesion was 70% stenosed, 3.75mm in diameter and 6mm long. The lesion was treated with direct stent placement of a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. Post index procedure, the patient experienced myocardial infarction. The patient developed chest pain and experienced st elevation in the inferior leads and an elevation in troponin. Cardiac catheterization was recommended. The patient was brought back to the cath lab and coronary angiography revealed the previously placed stents were patent. Source notes indicated that the patient "did have an occluded small side branch from the distal right coronary artery, which likely was causing his symptoms. The patient was treated with medical therapy and discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).